Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During preparation for an unrelated procedure, noise resulting in oversensing was observed on the right ventricular (rv) lead. Fluoroscopic imaging was performed, however, no visible lead anomalies could be confirmed. The rv lead was capped and replaced during the unrelated procedure. The patient was in stable condition.